Event description:
The customer reported via phone call that they received a failed self-test alarm on their insulin pump. Customer reported the alarm occurred every day at 11:00 o'clock. The customer's blood glucose was unknown. Troubleshooting also found a self-test was interrupted by the failed self-test alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.